Event description:
The device was sent to the caller due to not working. No further info available. No pt consequence was reported.

Manufacturer narrative:
The hand piece was returned with a loose mount. It was tested on a generator and a solid tone was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. 510(k) number is k002906.